Manufacturer narrative:
The customer contacted siemens to report a patient with a suspected acute coronary syndrome was tested on five separated occasions for high sensitivity troponin (tnih). A falsely depressed tnih test result was obtained on the patient's third sample from an advia centaur xpt instrument. Siemens is investigating the issue.

Event description:
A patient with a suspected acute coronary syndrome was tested on five separated occasions for high sensitivity troponin (tnih). A falsely depressed tnih test result was obtained on the patient's third sample from an advia centaur xpt instrument. The initial test result was reported to the physician(s). The same sample was repeated on the same instrument and the repeat test result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tnih result.

Manufacturer narrative:
The initial MDR 2432235-2021-00200 was filed on 05-aug-2021. Corrected information (11-aug-2021): the initial MDR incorrectly listed the date of this report (section b4) as 19-jul-2021. The initial MDR was submitted on 05-aug-2021.

Manufacturer narrative:
The initial MDR 2432235-2021-00200 was filed on 05-aug-2021. Supplemental MDR 2432235-2021-00200_s1 was filed on 11-aug-2021. Additional information (16-sep-2021): siemens reviewed the available instrument and event data, including actions performed by the siemens customer service engineer (cse). The cse observed there was a leak in the base pump and in the main wash manifold. The cse replaced the base pump and the tubing for the wash manifold. The cse also observed the aspirate 1 (asp1) pinch valve tubing was damaged and replaced the tubing as well. The system is now operational and fully functional. The cause of the falsely depressed high-sensitivity troponin I (tnih) is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.